Manufacturer narrative:
Retain strip testing results met both accuracy and precision criteria. Product performed as expected. Root cause could not be determined from the information provided by the customer. This issue will be subject to tracking and trending. Corrective action is not required at this time as product deficiency was not established.

Event description:
Caller alleged discrepant inratio2 results. Results as follows: date: (B)(6) 2013, inratio: 3.1, lab: 1.8. The time between tests was 20 minutes. Therapeutic range: 2.0-3.0. Venipuncture was performed as a precautionary measure. Pt self tester was experiencing a headache on (B)(6); tests revealed no internal bleeding or other concern. Pt was not admitted to the hospital and no treatment was administered.